Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there was a bios (basic input-output system) error. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; error was due to the main processor unit printed circuit board assembly. Analysis also found the latch on media bay door was broken, the system fan was intermittently noisy, the lower case was worn, latch tabs on the power cord door were cracked, and the touch screen overlay was cracked.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.